Event description:
It was reported that this right ventricular (rv) lead recorded low out of range pacing impedance measurements. Provocative maneuvers were performed with myopotential noise able to be produced. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.